Event description:
Using my omnipod 5 application on my phone. I had rebooted it. Despite having an active session, it told me after the reboot that my phone software was not supported. Had to drive 4 hours to get to my old phone with my blood sugars climbing rapidly, and reconfigure the app.